Event description:
The facility's biomedical tech reported the unit failed the delivery accuracy tests. There have been no incident reports filed since the last baxter service event. No additional info.